Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they inserted the reservoir into the reservoir compartment and prime the tube the pump alarmed maximum level reached, even with the reservoir into the reservoir compartment. The customer¿s blood glucose level was 142 mg/dl at the time of incident. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.